Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex temp-sensing catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temp sensing foley catheter was leaking urine around the catheter and not draining properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was not draining and urine leaking around catheter, on (B)(6) 2020, different patient on (B)(6) 2020 and was not draining on (B)(6) 2020, and that temperature sensing foley catheter was not draining properly. The patient's bladder was scanned and found a large volume of urine, later the foley was replaced and the urine drained.